Event description:
On (B)(6) 2011, patient reported the infusion device sometimes give an a2 (battery low) error message prior to giving the e2 (battery depleted) error message and sometimes it doesn't. Patient stated this has been an issue on and off since last summer. Patient reported she has never changed her battery cover. Advised it needs to be changed with every 4th battery change. Had patient check the alarm history. Patient stated the last 2 errors are e2s and she did not see an a2 alarm. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.